Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii stent: xience alpine 3.5 x 23 mm. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and moderately calcified mid right coronary artery that was 80% stenosed. An unspecified balance middleweight universal ii guide wire was advanced towards the lesion, and pre-dilatation was performed with a 2.5 x 15 mm and a 3.5 x 15 mm non-abbott balloon dilatation catheter (bdc). Then, a 3.5 x 23 mm xience alpine stent was implanted, and post-dilatation was performed with a 3.5 x 15 mm nc trek bdc. However, when the nc trek bdc was inflated once at 18 atmospheres (atms), the balloon ruptured. Therefore, the device was replaced with a 3.5 x 15 mm non-abbott bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.